Manufacturer narrative:
Insulin pump passed the self test, sleep current measurement, active current measurement, and displacement test. Insulin pump powered up properly after battery installation. No blank display noted during testing. Hardware low-level failures alarm, variable 3, was confirmed in the formatted history file due to a cold/cracked solder joint found on pin 1/6 of the ambient light sensor(u1). No unexpected software error detected alarms during testing however, the formatted history file confirmed software error detected alarm due to a software error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received software error detected. The customer¿s blood glucose level was 140 mg/dl. The customer stated that they were able to clear the alarm. During self test the insulin pump received hardware low level failure alarm. Troubleshooting was performed. The product will be returned for analysis.